Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: undesirable effects ¿ the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: - inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine (lot# vb20a70147, vb20a70080) in the cheeks. About 3 weeks later, the patient developed "continuously" swelling on the cheeks. Patient was treated with antibiotics and steroids. Symptoms resolved the next day. This is the same event and the same patient reported under MDR ID #3005113652-2018-00145. This MDR is being submitted for the second suspect product, juvéderm voluma with lidocaine.